Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The peritonitis was manifested by vomiting, diarrhea, weight loss, abdominal pain, and cloudy effluent. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the peritonitis event and oxycodone (dose, route and frequency not reported) for abdominal pain. During hospitalization, pd therapy was discontinued and the patient was placed on hemodialysis. On an unknown date the patient was transferred to a rehabilitation facility and remained "6-8 weeks." At the time of this report the patient had not recovered from the peritonitis, abdominal pain and weight loss events. It was reported that the patient had recovered from the vomiting, diarrhea, and cloudy effluent events. Additional information was requested but is not available. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. On an unreported date in (B)(6) 2014, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).